Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that while using the stimulator, there are times when severe pain prevents sleep. There were no particular contributing factors. Surgery was scheduled for (B)(6) 2026. Issue was not resolved. It was also reported that while charging the stimulator, the orange light on the recharger flashes. Repositioning the recharger does not resolve the issue. The recharger does not make any sound; previously it made a sound and the volume was adjusted with the handset, but now even at maximum volume, the recharger does not make any sound. They expressed concern about the operation of the recharger. After performing a reset and turning on the power, it was confirmed that the sound functioned properly and the device entered the searching mode without any issues. They were advised to reposition the recharger and continue charging if the orange light flashes again, and to contact us again if there are any further problems. Recharger issue was resolved. Additional information was received reporting that the attending physician confirmed that the patient was experiencing pain due to the position where the stimulator was implanted, and it will be repositioned from the buttocks to the abdomen at the scheduled surgery. Although the device was implanted in the same position as for other patients, it was believed that the pain was due to the patient's body type. Additionally, the patient was having difficulties operating the device, which was another reason why the abdomen was chosen.

Manufacturer narrative:
G2: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the scheduled surgery was postponed due to a fever; but would be performed on (B)(6) 2026. There is ongoing observation for resolution of the event.